Manufacturer narrative:
(B)(4). The actual device was not returned and the lot number is unknown. A review of the device history record (DHR) was not performed. As the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. The device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(6) health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a (B)(6) health product is defective or caused serious injury. Device was not returned.

Event description:
It was reported that an unknown quantity of 208's and a 12fr elbow in-line catheters had failure issues. The issue was summarized as catheters are breaking from the hub and becoming lodged in the patient airway, no other information provided.

Manufacturer narrative:
Additional information was received on 29 sep 2016 which indicated that the originally reported failure was incorrect, and an initial MDR was already filed. This follow up is being filed to provide additional information on the event description and event reportability. The actual failure was a broken inline button on a closed suction catheter with no patient injury reported. Based on halyard's reporting strategy, a broken valve button is not a malfunction that could lead to serious injury. This complaint is no longer reportable. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information was received on 29 sep 2016 which indicated that the originally reported failure was incorrect. The actual failure was a broken inline button on a closed suction catheter with no patient injury.